Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2015, it was reported that the patient's humapen memoir did not work anymore. The display showed only flashes. The device was returned on (B)(4) 2015, and missing segments in the dose number were found. The humapen memoir was associate d with product complaint (B)(4)/ lot 1311c01. The user and the user's training status were not provided. The duration of use was nine months. The device was returned (B)(4) 2015.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a pharmacy reported on behalf of a patient that the patient's humapen memoir device display showed only flashes. Investigation of the returned device (batch (B)(4), manufactured november 2013) found missing segments in the dose number display. The root cause was determined to be ingress by an unknown liquid that caused corrosion of the electrical display conductor. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in q1 2012 beginning with batch (B)(4) to redesign the flexible circuit board to improve the protection, where possible, of electronic components against moisture ingress. The batch involved in this complaint was manufactured after this corrective action; however, the damage to this device occurred in an area that remains susceptible to moisture ingress regardless of redesign features. This is the first moisture ingress-related reportable malfunction since implementation of the improvements in 2012; as such, this is considered an isolated event. Additionally, the humapen memoir is no longer manufactured. As a result, no additional corrective action will be taken at this time. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Event description:
(B)(4) this device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2015, it was reported that the patient's humapen memoir did not work anymore. The display showed only flashes. The device was returned on 23jul2015, and missing segments in the dose number were found. The humapen memoir was associated with (B)(4)/ lot 1311c01. The user and the user's training status were not provided. The duration of use was nine months. The device was returned 23jul2015. Update 08sep2015: additional information received on 08sep2015 from the global product complaint database added the device specific safety summary and manufactured date of the device; and updated the EU/ca and medwatch fields. Update 29sep2015: additional information received on 28sep2015 from the global product complaint database updated the device specific safety summary and updated the medwatch fields.